Event description:
It was reported the patient had an infection at the ipg site and was put on oral antibiotics. The event date is unknown. As a result, the patient's ipg was explanted and replaced with a different model at a new location. During the procedure, the doctor also cleaned the patient's initial pocket site. Cultures were taken, but the results are unknown. The infection resolved over time.

Manufacturer narrative:
UDI (di): (B)(4). Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.